Event description:
Operating room trumpf table in operating room noted to have operational issue. Due to issue with hand control, a visual of the table found blood had flowed through the built in x-ray cassette holder and caked into electrical outlet (plug-in for table.) Hill-rom rep presented, inspected and reported to company. Vendor aware of trumpf table issues and advised operating room staff this was a problem with this table. Operating room staff were asked to watch how they used the table, ensure nothing is placed under the beds and ensure beds are cleaned properly. Poor table design.